Event description:
A plate implanted for a subtrochanteric right femur fracture in 2001 was noted as broken in 2002. Non-union was diagnosed and pt ws revised to another dhs plate with carncellous bone bank bone graft and depuy/j&j symphony platelet concentration set. Originally implanted lag screw was used with new plate and remainder of screws were placed in the original screw was used with new plate and remainder of screws were placed in the original screw holes. Bone graft was placed around the nonunion site anteriorly and posteriorly.